Event description:
It was reported to philips that the system was not booting up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined system remotely and confirmed that the system does not start. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the issue to be ippc or fv pc and requested onsite service. The philips field service engineer (fse) checked the system onsite and found power supply in cabinet m is found to be defective. To resolve the issue, the fse replaced pdu and configured the same. The defective part was returned for analysis, for pdu malfunction was observed and the failure was found to be lv dcps is defective. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.